Event description:
It was reported that during changeover between patients, the auxiliary o2 and suction module was found to be not functional and no vacuum was created. There was no patient connected to anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.